Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned attachment was tested by manufacturing personnel and did not meet specification for cap temperature, current draw and sheath rotation test. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 43.8°c and 50.4°c under load testing with coolant spray on. The under load temperature did exceed specification. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed significant to moderate gear wear. Both bearing retainers looked good but were cover with debris. Debris and lack of lubrication was observed within head and cap cavities. All inner components appeared to be dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient's cheek. No intervention was required.